Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and the reported failure was replicated. The unit was installed onto a test xi system and upon startup the video feed was not present, video was completely dead. System was left idle for 20 minutes to watch for change, then power cycled 10 times to look for change, but the issue persisted. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right eye wass completely black on one of the surgeon side consoles (ssc). Before calling the tse, the customer had rebooted the system a couple of times without success. The customer informed that the right eye was completely black and not showing any icons during the power on sequence. The tse reviewed the error logs and there were no communication errors. The customer continued with the procedure using the second console. There was no reported injury.